Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test. No motor error alarm during testing noted. The motor was tested outside the unit and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 500 mg/dl and other blood glucose level was 220 mg/dl. Customer also reported that the insulin pump had motor error alarm. Customer reported that the drive support cap appears normal. The customer stated that the insulin pump quits working and won't bolus. Customer was able to complete insulin pump rewind. Customer was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.